Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported and confirmed that the device displayed error codes 1250, which indicates a system error and error 1260, which indicates a problem with the microprocessor unit (mpu) board. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The reported issue was confirmed on power up as the device showed error 1260. The probable cause of the error code was software corruption. The software was updated and the device passed all testing.